Event description:
It was reported that the patient with this malleable penile prosthesis developed an infection with purulent discharge in the scrotal region. The device was explanted and replaced. There were no additional patient complications reported.